Event description:
It was reported through a remote transmission that the patient's implantable cardioverter-defibrillator exhibited far field r-wave over-sensing. Programming changes were made. The patient was in stable condition.